Event description:
The customer reported that her blood glucose was over 300 mg/dl. When she removed the pod, she did not think the cannula had inserted properly, as it "peeled off like no insulin was coming through." She did not known the date this occurred.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm product condition or to determine if any malfunction could have contributed to the reported hyperglycemia. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion sit periodically. If the cannula is not properly inserted, hyperglycemia may result: and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."